Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had needle retraction failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8177954; the lot number was built / packaged on nfa #1 from 29jun2018 thru 06jul2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two qns (B)(4) and (B)(4) (difficult retraction) were initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. One non-related qn was initiated that would not impact the quality of the product relevant to the defect stated in the pir. Received 509 unused nexiva 20ga units in sealed packages from the lot number 8177954; as follows: bag 1 ¿ 89 units, bag 2 ¿ 100 units, bag 3 ¿ 100 units, bag 4 ¿ 100 units, bag 5 ¿ there six dispensers with 20 unused unit/dispenser for a total of 120 unused in sealed packages. A random sample of 76 was pulled from the 509 units received. A visual/microscopic evaluation was performed on the 76 units; there was no mechanical/physical damage to any of the components. No adhesive was observed on the units. A retraction inspection was performed by placing fingers to hold the catheter adapter across the wings and the grip on both sides. The grip was pulled away from the tip shield with no grinding or resistance. Conclusion(s): indeterminate: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had needle retraction failure. There was no report of exposure, serious injury or medical intervention.